Event description:
It was reported that one day post implant of the right ventricular (rv) lead, the lead dislodged. It was noted there was possible lead perforation and blood was removed from thoracic cavity. The lead was repositioned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrs1 implantable pulse generator (ipg) implanted: (B)(6) 2014. (B)(4).